Manufacturer narrative:
Device history review; complaint history review; risk assessment; it was reported that the device was implanted for over 24 months. The IFU states: ¿stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. While the expected life of spinal implant components is difficult to estimate, it is finite¿ the most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that on (B)(6) 2013, primary surgery was performed. Following the primary surgery, the left side rod was broken and revision surgery was performed on (B)(6) 2015.

Event description:
It was reported that on (B)(6) 2013, primary surgery was performed. Following the primary surgery, the left side rod was broken and revision surgery was performed on (B)(6) 2015.